Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a captivator small hexagonal snare was used during a polypectomy procedure in the colon on (B)(6) 2013. According to the complainant, during the procedure, the physician removed two polyps without any difficulty; however the loop broke when attempting to remove a third polyp. It was confirmed that nothing detached inside the patient and the procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captivator small hexagonal snare was used during a polypectomy procedure in the colon on (B)(6) 2013. According to the complainant, during the procedure, the physician removed two polyps without any difficulty; however the loop broke when attempting to remove a third polyp. It was confirmed that nothing detached inside the patient and the procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the handle cannula detached. The handle cannula presented slight marks of the handle assembly process, which indicates that the cautery pin was in contact with the handle cannula before it detached. Functional testing could not be performed due to the handle cannula detachment. A dimensional inspection was performed and all the measurements were within manufacturing specifications. The complaint was not confirmed, as the handle cannula was detached and there was no malfunction with the loop. This failure was caused by improper assembly of the handle cannula during the manufacturing process. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.